Manufacturer narrative:
Device evaluation: device condition: good condition, no damage observed. Investigation findings: the lcd display is approximately one degree below watertank temperature at around 40c. The lcd display is out of calibration causing over temperature alarm to fail. Recalibration is required. The customer reported condition was confirmed. Unable to determine the most probable cause. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had an out of box failure "over temperature alarm test failed". No patient involvement.